Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the surgery, after the microcatheter was in place, the microcatheter was withdrawn to deploy the dense mesh stent. However, after multiple attempts, the tip end still could not be opened normally. Therefore, another ped 3.5-18 was replaced to solve the problem. There were no symptoms. The reported device and any accessory devices were prepared as indicated in the IFU. The pipeline used for an indication that is approved. Dapt (dual antiplatelet treatment) was administered. Pru level was iia. Angiographic result post procedure showed the blood flow was smooth and the contrast agent retention in the aneurysm was obvious. Aneurysm location was left internal carotid artery communicating segment and anterior choroidal artery aneurysm. The saccular, unruptured aneurysm had a max diameter of 5mm and a neck diameter of 4.2mm. The landing zone was 3.1mm distally and 3.6mm proximally. Vessel tortuosity was minimal

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-78210), ruler (m-83361). As found condition: the pipeline flex braid was returned for analysis withing shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the distal and proximal ends of pipeline flex braid were found fully opened and damaged. However, the root cause could not be determined. In addition, the pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the microcatheter was pushed, pulled and deployed multiple times to try to open the pipeline. No other instrumentation was performed. The pipeline was placed in a straight segment of the m1 vessel when it failed to open and not in a bend. The cause of the failure to open was not determined.